Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported the subject device tip of high-frequency resection electrode was fractured during a hysteroscopic endometrial resection procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned for inspection, however, a DHR review investigation was performed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Correction: h2, h3, h6, h11.

Event description:
No additional information provided by the customer.